Event description:
It was reported that during the implant procedure, the pulse generator exhibited no output. The device was changed to bipolar configuration and implanted. On (B)(6) 2014, after pocket revision; the device exhibited atrial over sensing. The pocket was reopened and it was noted that the atrial lead was not completely connected into the header; the lead was reinserted and secured. The patients condition was stable through both the procedures.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(4).